Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received. Evaluation status: confirmed 1 reported event was confirmed during testing. 1 device was found to be affected by a damaged safety flange. In progress: 4 device evaluations are in progress. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 5 devices were received. Event confirmation status: 4 reported events were confirmed; the cause was traced to component failure. 1 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by internal corrosion. 2 devices were found to be affected by damaged internal components. 1 device had no problem found.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.